Event description:
It was reported that the pruitt f3-s shunt balloon was leaking saline during preparation. Another device was used to complete the procedure. No injury was reported to the patient.

Manufacturer narrative:
The device was returned for evaluation. The reported problem was confirmed. A hole was found in the balloon, which caused it to leak and unable to be inflated. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. It is possible that the balloon was damaged during final packaging or while the user removed the device from its package prior to use. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.